Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient was a former smoker and had emphysema. The biopsied lesion was in the right lower lobe close to the pleura. There were no issues with the ion procedure or device. Post procedure, the patient complained of acute chest pain and a chest x-ray identified a pneumothorax; therefore, a 16 french chest tube was placed. The patient was hospitalized overnight and then discharged home.